Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event was observed during analysis. As received, a partial lead was returned in one piece. Final analysis found full breach outer insulation degradation adjacent to the connector boot. No further anomalies were detected.